Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that immediately before the completion of the implantation of the left ventricular (lv) lead, the lead was found to be dislodged. Replacement of the lead was attempted but was terminated when the presence of a coronary sinus dissection was noted. The lv lead was attempted but not used and was replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.